Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a hemodialysis catheter. The customer states bubbles and fractures were seen in the catheter during use which led to exudation of blood and affected the adequacy of hemodialysis. The hospital removed and replaced the catheter.